Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital - (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer found patients with wounds/pustules forming on labia with use of the purewick device since we switched to the new purple one (flex wick). Customer did not experience this with the blue one. No medical intervention was reported.